Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 332mg/dl at its highest. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated the cause of the occlusion alarms was due to using apidra in the cartridge. Reportedly, the customer contacted their healthcare provider regarding using humalog or novolog insulin.